Event description:
It was reported by service report that the circuit breaker was tripped resulting in loss of power to the auxiliary outlet. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results - tripped circuit breaker. Conclusions - circuit breaker reset.